Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. The decision was made to explant the device. The patient's device was explanted.